Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2026 wherein the ipg was explanted and replaced to address the issue.

Event description:
It was reported that following an unrelated surgical procedure wherein the device was not placed into surgery mode, the ipg became unable to communicate with external devices. Troubleshooting has been unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A patient controller communication error message displaying ¿cannot connect to generator. The generator is not responding¿ was reported to abbott. The patient had an unrelated surgery, and the device was not placed in surgery mode. Patient has been unable to connect since the surgery. Troubleshooting was unable to resolve the issue. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.